Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch select meter read inaccurately high in comparison to his feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged issue began two weeks ago, 19:00hrs he reported that he obtained blood glucose results of 380mg/dl on the subject. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) usual dose is 10 units of novolog 3 times daily and one 10 unit dose of lantus at 22:00hrs he reported increasing his dose of novolog insulin from 10 units to 15 units as a result of the alleged inaccurate high. The patient reported that 2 hours after the alleged product issue began; he developed symptoms of shaking and sweating. The patient reported he self-treated with food a piece of bread. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. The patient did not have control solution to carry out a test. Replacement products were sent to patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.